Event description:
Philips received a complaint on the v60 ventilator indicating that the oxygen sensor was not being detected. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The bench service engineer (bse) evaluated the device on 24jan2025 at a bench service center. The oxygen sensor was not detected by the device, so the bse connected a different flow sensor assembly (fsa) to the device and it was detected as expected. A replacement fsa was confirmed to be required. The bse was unable to retrieve the devices diagnostic report (drpt). This investigation is ongoing.

Manufacturer narrative:
This report is based on information provided by philips bench service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the oxygen sensor was not being detected. The bench service engineer (bse) evaluated the device the device on (B)(6) 2025 at a bench service center. The oxygen sensor was not detected by the device, so the bse connected a different flow sensor assembly (fsa) to the device, and it was detected as expected. A replacement fsa was confirmed to be required. The bse was unable to retrieve the devices diagnostic report (drpt). On (B)(6) 2025, the bse replaced the fsa to resolve the issue. Following the part replacement the bse completed a performance verification test (pvt) which the device passed, confirming that the device had been returned to full functionality. The device will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.